Event description:
It was reported that the patient presented to the clinic after receiving appropriate therapy for vf. During the vf, intermittent undersensing was observed. Programming changes were made. Normal follow-up will continue. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.